Manufacturer narrative:
Section a- additional patient identifiers requested; information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stated that an alarm occurred and exchanged their system controller on (B)(6) 2025 at 0050. No alarms were seen on interrogation right before or at the time of pump off. Log files were submitted to confirm if there was any malfunction of the pump or alarms prior to the controller exchange. The log files did not capture unusual events around the mentioned time. The event log file displayed driveline disconnect/ lvad off alarms on 11mar2025 at 0050 indicative of a controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of unknown alarms was unable to be confirmed; however, the reported event of a controller exchange was confirmed via submitted log files. Log files revealed at (B)(6) 2025, at 00:48:39, low_flow, driveline_disconnect, and lvad_off alarms activated consistent with the reported controller exchange. There were no atypical alarms leading up to the observed driveline disconnect. The heartmate 3 system controller (B)(6) was not returned for analysis. A root cause for the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including their system controller. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their system controller ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.